Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The device was received with a minor lcd window and case.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported he has been having issue with low blood glucose recently. He spoke to his doctor, who told him to ask for a replacement insulin pump. Customer stated he has had issues with the insulin pump. Several times he would go low and break out in a cold sweat, and then he would go high. Customer stated he was hospitalized about five weeks ago for high blood glucose. His blood glucose was over 800 mg/dl when admitted. Customer had gone to the bathroom at night and fell. He was treated with an insulin drip. Customer declined troubleshooting for high and low blood glucose. His last blood glucose was 123 mg/dl. The device is being replaced.